Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the power on reset (por) error message appeared on their patient programmer (pp) for a 2nd time and their therapy was stopped. It was noted that the patient was exposed to emi environmental exposure in the form of security gates and the information por was reported. Through training and troubleshooting the patient was able to clear the por and was receiving adequate therapy. This event occurred on the day prior to the report. There were no reports of medical issues and no patient symptoms reported. The indication for use for the implanted device was noted as other upper quadrant sites.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.